Event description:
It was reported that in (B)(6) 2013 in-situ measurements showed increasing impedances at the last three basal channels. A CT scan confirmed partial migration of the electrode array and the affected channels were deactivated. Info received on 09/06/2014, stated that one more channel was deactivated due to facial stimulation, which could be successfully solved using a different map. Further, a decrease in performance was noted, but could be solved by reprogramming the processor with a different map.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.